Event description:
It was reported that the procedure was to treat a lesion located in the mid to proximal left anterior descending artery that had moderate tortuosity, moderate calcification, and a 99% stenosis. After pre-dilatation was performed, the 3.0x23 mm xience prime stent was implanted mid to proximal. Additional pre-dilatation was performed and a 3.5x18 mm xience prime stent was delivered proximally and implanted. There was no resistance felt during retraction of the stent delivery system out of the anatomy. On angiography, with the contrast flowing in the vessel, it was observed that the distal shaft, including the balloon, had separated from the delivery system and was moving distally with the flow of the contrast. The separated shaft, including the balloon, was able to be snared from the vessel without issue. Post dilatation of the stent was performed as normal and the procedure was completed successfully. There was no resistance felt at all during the procedure. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant medical products: guide wire: runthrough/ guide cath: heartrail. Stent: xience prime 3.0x23 mm. (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Shaft separation was confirmed. Additionally, there was a stand of balloon peeling observed. Based on visual, dimensional, and scanning electron microscopy (sem) analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.